Event description:
The customer called to report that she was experiencing very high blood glucose levels. The customer was new to insulin pump therapy, and it appeared that she needed additional training. Troubleshooting was performed, and the insulin pump was programmed correctly. Assisted the customer with an infusion set change. The insulin pump passed the high pressure test. The customer called back and stated that her blood glucose levels were still high. The customer felt nauseous, thirsty and had a dry mouth. The customer used her life alert, and the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.